Event description:
It was reported that during an unrelated procedure, the set screw was unable to be loosened resulting in the inability to disconnect the lead. The device remained implanted and no additional intervention has been performed at this time. The patient was in stable condition.